Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. Three (3) years post procedure the patient had a follow up procedure. During the follow up procedure it was noted that there was a device related thrombus present and a residual blood flow around the device less than or equal to 3mm and 5mm.